Event description:
It was reported that the customer passed out and the paramedics were called. Customer stated that he had a low blood glucose reading of 32 mg/dl due to not eating. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.